Manufacturer narrative:
An event regarding altr involving a metal femoral head was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that "operative reports, seriel x-rays, histologic findings, examination of explanted components." Are needed to complete the review. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, seriel x-rays, histologic findings amd examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
This is the patient's second revision surgery on their right hip. The first revision was due to ceramic liner fracture and surgeon revised to metal on plastic hip - patient had severe metallosis and concentrations of metal debris were found during this revision. Surgeon noted motor oil like fluid came from the patient's hip due to severe metallosis. Patient is now blind and deaf from the severe metallosis.